Event description:
A cartridge change error on a pump was reported by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to remove the cartridge and inspect the o-ring, which was found to be undamaged. Following instructions to reload the cartridge successfully resolved the issue, allowing the customer to resume insulin use and report satisfaction with the outcome.